Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap is protruding from the metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; the outer flow tubing open end exhibits signs of melting, partially erased blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during bph procedure the first fiber exhibited a "fiber issue" at 31,600 joules used. The fiber was exchanged, and "fiber card not permitting fiber function ¿ fiber expired" was noted on the second fiber with ¿0¿ joules used. The fiber was exchanged, and at 180 watt setting with 194,406 joules used, it was noted that there was ¿very little power¿ and ¿significantly diminished vaporization efficiency " with third fiber. The fourth fiber was utilized to complete the procedure at 160,365 joules used. The tips of all fibers were not cleaned during the procedure. No patient injury was reported. This report is for the third fiber.